Event description:
Baxter product surveillance received a report that the transfer set became disconnected from the catheter adaptor. The nurse stated that the incident occured when the home pt was reaching too far, and thus, the set became detached from the catheter. The home pt uses quinton plastic adaptors. Neither the home pt nor the nurse noticed any abnormalities with the threads on the adaptors or the transfer set. There was also no reported difficulty in attaching the transfer set to the cathteter adaptor. Although prophylactic antibiotics were administered (1.5g ancef, intraperitoneal), there is no pt injury or medical intervention associated with this incident.